Event description:
A bipap auto biflex device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation of the device, the service technician observed visible foam particles and evidence of foam degradation. Additionally, unrelated to the reportable malfunction, the technician observed a destroyed power connector and error codes. No contamination was observed. Following completion of the evaluation, the device was scrapped by the service center. There was no report of death, serious injury, permanent impairment, or medical intervention associated with this event. Based on the identification of visible foam particles and foam degradation during device evaluation, this event was determined to be reportable under FDA 21 cfr part 803 as a product malfunction and/or potential serious injury event. No additional information is available at this time.